Manufacturer narrative:
Batch review performed on 7 november 2025. Gmk-sphere 02.07.1202r tibial tray fix cemented s.2r (k090988) lot 2418286:(B)(4) items manufactured and released on 27-sep-2024. Expiration date: 10-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0211fr gmk-sphere tibial insert e-cross - flex 2r - 11mm (k202022) lot 2319974: (B)(4) items manufactured and released on 31-aug-2023. Expiration date: 19-aug-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 11 months from the primary surgery, the patient came in reporting pain and instabilty due tolimited extension and flexion. The surgeon revised the tibial tray to revision and upsized the liner (from 11 mm to 12mm) and implanted tibial augments. The surgery was completed succesfully.